Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) were reviewed and the dhrs showed the device passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, customer was unable to test and experienced a loss of consciousness, seizure, and rigidity, requiring treatment of a glucagon injection, milk, and sugar via third-party. There was no report of death or permanent impairment associated with this event.